Manufacturer narrative:
The echo-25 device involved in this complaint has been returned for evaluation. The lot# was noted to be c1133421. This echo device was received with the needle retracted in the sheath of the device. The stylet was returned with the device. The sheath of the device was fully intact and no damage was noted along the length of the sheath, however a kink was visible 2.5cm below the sheath extender when the sheath extender was positioned at reference mark 3. The distal sheath tip was examined but no damage was evident. The kink below the sheath extender was straightened and it was possible to fully advance and retract the needle without difficulty during the laboratory evaluation. This distal needle was examined under the microscope and approximately 4.5cm confirmed to have been broken off and missing. The broken-off piece of needle was not returned for evaluation. The customer complaint was confirmed as the device was returned with approximately 4.5cm of the distal needle broken-off. A possible cause of this complaint is that the needle tip kinked during use which in turn resulted in needle tip breakage upon removal of the needle from the lesion. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. If the needle was kinked / bent during use this could result in preventing the needle from fully retracting into the sheath. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo devices of lot# c1133421 did not reveal any discrepancies that could have contributed to this complaint issue as per the notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the information provided by the initial reporter: ¿the patient did not experience any adverse effects due to this occurrence¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to include the device evaluation and investigation conclusions. Initial complaint information reported as follows: physician advanced the needle into the lesion. When trying to pull the needle back into the sheath after fna movements, the needle would not pull back in to sheath. He started to pull the scope back to remove the needle from the lesion and the needle broke off. They were able to retrieve the piece of the needle with a biopsy forcep.

Manufacturer narrative:
The device related to this complaint has not been returned to date. If the device is received at a later date a follow up report will be issued to include the device evaluation. This complaint is related to an echo-25 device of unknown lot #. The echo-25 device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle tip kinked during use which in turn resulted in needle tip breakage upon removal of the needle from the lesion. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. If the needle was kinked / bent during use this could result in preventing the needle from fully retracting into the sheath. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. As per the notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. The manufacturing records of the device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. As per the information provided by the initial reporter: ¿the patient did not experience any adverse effects due to this occurrence¿. Complaints of this nature will continue to be monitored for potential emerging trends. The device related to this complaint has not been returned to date. If the device is received at a later date a follow up report will be issued to include the device evaluation.

Event description:
They were attempting to advance the needle into the lesion and the distal end of the needle broke. They were able to retrieve the piece of the needle with a biopsy forcep. Update per physician - he advanced the needle into the lesion. When trying to pull the needle back into the sheath after fna movements, the needle would not pull back in to sheath. He started to pull the scope back to remove the needle from the lesion and the needle broke off. They were able to retrieve the piece of the needle with a biopsy forcep.